Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was confirmed through a review of the memory that the elective replacement indicator (eri) was never reached an there were no hardware resets. The device communicated appropriately with the programmer and paced and sensed normally. It was also noted that the device had been programmed, so that the minute ventilation and accelerometer sensors were operating. These features would have directly impact longevity. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. Based on the device's programmed parameters, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model based on the programmed parameters.

Manufacturer narrative:
The ts representative discussed that it sounded like the device experienced a soft reset. It was suggested to run the threshold test to update the automatic capture output. This was performed and all parameters appeared normal. It was also discussed that the reset was most likely due to an invalid charge time for a longevity miscalculation, most likely due to the high outputs and the amount of pacing. Such factors may cause a revision to the ert declaration point. The device will perform battery check averages over the next week and the device can be further evaluated at the next patient follow up. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that this device displayed an estimated longevity of 2.5 years, despite it being implanted for 14 months. The automatic capture was programmed on at 3.5 volts and the measured ventricular threshold is at 0.5 volts. The atrial outputs are set at 3.5 volts but the measured threshold was 0.6 volts. In addition, there were many recorded atrial tracking rates (atr) episodes. Boston scientific technical services was contacted for advice. No adverse patient effects were reported.